Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had issues starting on (B)(6) and had ketones. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 530 mg/dl. Customer was in diabetic ketoacidosis. Customer was released from the intensive care unit and put back on the insulin pump. Customer was wearing the pump at the time of the emergency room visit. Caller stated that when the customer is on the pump, his blood glucose goes up. Customer was back on shots and tried the pump one more time. Caller stated that the customer's blood glucose increased, so his parents took him off the pump for the injections. The pump passed the high pressure test. Customer is already on the back-up plan as the doctor requested. Customer has been officially off the pump since (B)(6) 2016.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind test. The insulin pump was received with broken battery cap, severely scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked belt clip slot. To the date the report was required by the FDA.